Event description:
Event description guidant received information that the tip of this whisper guidewire broke off in a lateral branch of the coronary sinus during the procedure to implant a coronary sinus lead. The tip of the guidewire was able to be removed using a snare and the lead was successfully implanted with no adverse patient effects. The guidewire was returned for analysis.